Event description:
5/1/92 patient had surgery, before transferring out of recovery room, the recovery room pump was to be replaced by central supply pump. Cs pump was inoperable and never placed onto patient. Second pump brought in and placed on patient for transfer. While in patient's room, pump not checked for rate switch setting. Five hours lapsed after transfer, at 0140 nurse discovers bag empty and rate switch on imed set at 110ml/hr (should have been 16ml/hr.) Patient had increased blood pressure. 0.4 mgrams narcan IV push- patient treatment w/g 3min bp check. Transfer to icudevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, failure to follow instructions, anticipated adverse reaction - short term. Conclusion: device unavailable for follow-up investigation examination, there was no device failure, user error caused event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.